Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the hemostatic valve was leaking blood. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that approximately 5ml of blood slow drip leak occurred from the proximal end of the sheath. Leak was seen from the hemostatic valve. Pump was used for irrigation. Nothing was inside the sheath when leak was seen. No air was seen in the sheath. The blood leak was stopped by replacing another sheath.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.